Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please explain what is meant by one staple was loose. What color cartridge was used? Does the surgeon wait 15 seconds prior to firing? Was buttressing material used? What is meant by accumulation of fluid? What was the specific open procedure with the tlc75?

Event description:
It was reported on november 29th, a bariatric surgery was performed. Everything proceed normally. As a safety procedure, the surgeon inflated the part of the removed stomach to verify the quality of the staple line, and it passed the test. However, on the second postoperative day, the patient presented with an accumulation of fluid. An endoscopy was performed, where it was identified that a staple was loose. A new intervention was required, now an open procedure, to correct the staple line that was compromised, and a linear shear stapler - ref. Tlc75 was used. After this intervention, the patient's health status stabilized, and on the 8th day after, when he was already orally feeding and with his discharge prescribed, he had an embolism and died. The surgeon does not associate the death of the patient with our material. He did not want to make a product complaint, but a report of the event. The patient had previous surgery of hiatus hernia, and the surgeon believes that the valve of this previous surgery shifted and this caused a very strong pressure in the stomach, which caused the release of the staple. This occurrence was repaired by the open intervention using the tlc75 , as previously stated, and with this the patient's condition stabilized. The patient's death is associated with embolism.

Manufacturer narrative:
(B)(4). Additional information requested and received: please explain what is meant by one staple was loose. ¿ after 2 days surgery the staple let go of the stomach. What color cartridge was used? ¿ blue. Does the surgeon wait 15 seconds prior to firing? ¿ yes. Was buttressing material used? ¿ no. What is meant by accumulation of fluid? ¿ the surgeon did not specify. What was the specific open procedure with the tlc75? ¿ the surgeon made a open gastrectomy to correct the point where the staple loosened.